Event description:
It was reported that a patient underwent a mastectomy procedure in 2009. Upon first use, the reservoir locking plate could not lock and the reservoir could not start to activate. The surgeon exchanged the reservoir for another reservoir which worked normally. There was no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 04/24/2009. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.